Event description:
It was reported by service report that the scale and bed exit was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell cable connection.